Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for one day. No dark colors or rainbow display noted. The device passed the self test and the displacement test.

Event description:
The customer reported being hospitalized for infected foot and diabetes related within the last six weeks. The caller stated that the insulin pump does not alarm when it is supposed to. The customer mentioned that the alarm clock is set to go off at 5:00pm, and it goes off at 7:00pm. No further information was provided.